Manufacturer narrative:
Eval, results: a visual inspection of the returned product found both of the quattrode leads had damage wires which aligned with the distal end of the swift-lock anchor; no other issues were noted. The damage to the leads would have caused the observation noted in the field of invalid impedances. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00411. The pt ((B)(6)) was implanted with two percutaneous leads from different lots. It was reported the pt lost stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. It appeared that the leads were fractured near the anchor site. Surgical intervention was undertaken to address this matter. The devices were explanted and subsequently replaced, thereby resolving the reported issue.